Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced seizure and pain in the legs. The length of sensor wear was 2 days and customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was unable to self-treat and was seen in the hospital where treatment of "dex" was administered by a hcp. Additionally, a sensor result of 52 mg/dl was compared to laboratory reading of 160 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and poor solder were observed upon visual inspection of the printed circuit board assembly (pcba). Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. While poor battery soldering was noted, it did not contribute to the complaint, as no battery-related event codes were triggered. The sensor passed all tests, so the battery issue is not confirmed. Therefore, this issue is not confirmed. In addition, the device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution.